Event description:
Pt reported that their device's display was not correct (numbers kept rolling as if device was being reset). Device just kept starting over and blinking. Pt switched to back-up device. Due to time required to set up back-up device, pt's blood glucose was elevated (no treatment was received).